Event description:
The company was notified that the pt was hospitalized for nine days in late june due to mastoiditis. The pt was placed on IV antibiotics (type unk). Advanced bionics is in the process of gathering additional info.